Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver colored metallic coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, chronic cervicitis, abnormal uterine bleeding, pelvic pain female, cystoscopy and bleeding menstrual heavy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal discharge, vaginal infection, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: migration. Pathology test - on (B)(6) 2017: -superficial adenomyosis -active chronic cervicitis with erosion. Gross description: specimen is 92-gram uterus including the cervix with attached bilateral purple fimbriated fallopian tubes, 10.0x 5.5x 4.3 cm. The serosa is pink and smooth. The cervix is 3.,5 x 3.3 cm with pink smooth ectocervical mucosa and a 0.8 cm slit-like os, the endometrium is 0.1 to 0,2 cm, the myometrium is up to 2.1 cm, intramural nodules are not present embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver colored metallic coiled wires consistent with essure coils, 3,0 x 0,2 cm, the left fallopian tube is 4.8 x .0.7 cm and the right fallopian tube is 5,5 x 1.0 cm. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver colored metallic coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, chronic cervicitis, abnormal uterine bleeding, pelvic pain female, cystoscopy and bleeding menstrual heavy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal discharge, vaginal infection, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device dislocation, embedded device, fatigue, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: migration. Pathology test - on (B)(6) 2017: -superficial adenomyosis -active chronic cervicitis with erosion. Gross description: specimen is 92-gram uterus including the cervix with attached bilateral purple fimbriated fallopian tubes, 10.0x 5.5x 4.3 cm. The serosa is pink and smooth. The cervix is 3.,5 x 3.3 cm with pink smooth ectocervical mucosa and a 0.8 cm slit-like os, the endometrium is 0.1 to 0,2 cm, the myometrium is up to 2.1 cm, intramural nodules are not present embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver colored metallic coiled wires consistent with essure coils, 3,0 x 0,2 cm, the left fallopian tube is 4.8 x .0.7 cm and the right fallopian tube is 5,5 x 1.0 cm. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: medical record received: event 'embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver colored metallic coiled wires consistent with essure coils'. Lab data, medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery ((hysterectomy. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, vaginal infection, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Lot no. Were added. Event: injury were updated to pelvic pain . New events: abdominal pain , menorrhagia (heavy menstrual bleeding), vaginal. Discharge, vaginal infection , fatigue, weight fluctuations were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.